Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced a detached needle. The following information was provided by the initial reporter: there was a disconnection with the needle/cannula.

Manufacturer narrative:
H6: investigation summary: a device history review could not be completed as no batch number was provided. Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed to be a needle through catheter defect upon inspection of the photo. Review of the photo showed that the needle of the sample penetrated through the catheter. It was determined that the cause of the failure is most likely associated to user error.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced a detached needle. The following information was provided by the initial reporter: there was a disconnection with the needle/cannula.